Event description:
After the removal of the nail, x-rays taken indicated a shadow close to the tibial tuberosity. When surgery was performed to remove the object it was discovered that it was a piece of screw thread.